Event description:
It was reported that during the implant procedure the pacemaker exhibited backup vvi operation when connected to the leads. The device was not used and replaced. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power on reset event. The device was tested on the bench and no anomaly was noted. Correction: PMA number was not included in the previous report.